Manufacturer narrative:
Functional testing of the returned catheter confirmed the catheter passed all testing. The tip of the catheter was inspected under the microscope which revealed no anomalies. The cause for the reported event is unk. Review of the device history record confirmed that this lot met mfg requirements prior to shipment. Date report submitted to FDA by MFR: (B)(4) 2010. Date the initial reporter provided the info to the MFR: (B)(6) 2010.

Event description:
It was reported during a pulmonary vein ablation procedure, while ablating around the right sided pulmonary veins, the pt developed a pericardial effusion. No device problems or defects were noted, but it was reported the pericardial effusion developed because, the physician applied too much pressure and spent too much time ablating within one area in the left atrium. A pericardiocentesis was performed and the pt stabilized with no further consequences.